Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 50 mg/dl on (B)(6) 2017. The customer treated the low blood glucose with food. The customer¿s current blood glucose level was 221 mg/dl. The customer declined troubleshooting for the low blood glucose. Additionally, the customer reported that they had sensor discrepancy on (B)(6) 2017. The sensor glucose value was 40 mg/dl while the blood glucose value was 159 mg/dl. The insulin was suspended due to the low sensor glucose. The low suspend limit in sensor setting was 70 mg/dl. Troubleshooting was performed. They will be sent a replacement for their sensor. The device will not be returned for analysis.